Event description:
It was reported that the catheter broke. The target lesion area was located in the mildly tortuous vessel in the liver. A direxion hi-flo fathom-16 system was selected for use. During procedure, it was noted that the device broke at the hub and at the middle part of the catheter. The device was pulled out and removed over the wire. The procedure was completed with a different device. There were no complications reported.